Event description:
It was reported that the patient received multiple inappropriate atp and hv therapies due to sinus tachycardia. The patient was doing well at the next follow-up. The device was later explanted and replaced for upgrade.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.